Event description:
It was reported that the balloon could not be deflated. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, after the initial inflation, the balloon deflated but negative pressure could not be applied, leaving the balloon in an un-collapsed state. The balloon could be retrieved but could not be reinserted. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that the balloon could not be deflated. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, after the initial inflation, the balloon deflated but negative pressure could not be applied, leaving the balloon in an un-collapsed state. The balloon could be retrieved but could not be reinserted. The procedure was completed with another of same device. No patient complications were reported. It was further reported that although the balloon was unable to fold or crumple due to lack of negative pressure, it was able to deflate, so the balloon could be pulled out and removed successfully.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the hypotube. A visual and tactile examination identified that the distal extrusion was severely stretched down towards the balloon location. A microscopic examination of the distal extrusion identified that the distal extrusion was severely stretched down towards the balloon location. As a result, the balloon inflation lumen was stretched down onto the inner/wire lumen. A microscopic examination of the blades noted that the proximal end of a distal blade segment was lifted on the balloon. No other damage was observed with the remaining blades. All blade pads were fully intact. A detailed microscopic examination of the balloon material identified no damages. A microscopic examination of the tip section found no damage. The device was attached to a pretested encore inflation unit (encore tested to the balloon's rated burst pressure of 12 atmospheres using a druck gauge). Attempts to inflate the balloon failed. Several attempts were made to inflate the balloon however, due to the balloon inflation lumen being stretched down onto the inner/wire lumen, the inflation lumen was compromised preventing any inflation or deflation testing.

Event description:
It was reported that the balloon could not be deflated. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, after the initial inflation, the balloon deflated but negative pressure could not be applied, leaving the balloon in an un-collapsed state. The balloon could be retrieved but could not be reinserted. The procedure was completed with another of same device. No patient complications were reported. It was further reported that although the balloon was unable to fold or crumple due to lack of negative pressure, it was able to deflate, so the balloon could be pulled out and removed successfully.